Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the device was not explained to the patient good enough. Now they know about it . If someone was to go over this but nobody did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since yesterday the patient has been experiencing a loss of therapy, she is still urinating. The patient thought the stimulation was going down on its own. Patient noted she still had bandages over the implant site, but confirmed she was able to successfully access the app. The patient stated that her stimulation was set to 0.4v, and raised stimulation to 0.7v. The patient indicated that stimulation at 0.7v was comfortable. The patient will monitor symptoms now that the change has been made. Patient called back the same day, stating stim at 0.7 v is too high but could not figure out how to decrease stim. During call, patient connected with ins and was successfully able to decrease stim to 0.6 v where patient confirmed stim comfortable. No further complications were reported or are anticipated.